Event description:
An elderly male of the first post operative day for a coronary artery bypass grafting (CABG) and aortic valve replacement, today has large right-sided pleural effusion. Pigtail chest tube being inserted by dr. When guide wire was being pulled out, it became stuck within the catheter. When pulled hard, the guide wire stripped apart. The entire chest tube was removed. The kit was kept. Contents and packaging retrieved. Confirmation by x-ray, successful retrieval of intact product.